Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. The report stated that the console displayed negative pressures and low pressures, and would not deliver when trying to run up to the surgical table. The report stated that as a result the perfusionist switched to a 4:1 setup and continued the procedure with no issues. There were no patient complications as a result of the alleged issue. A field service engineer will evaluate the console at the user's facility.

Manufacturer narrative:
Evaluation of the console found that although review of log data confirmed the error code had occurred, it was not repeatable. The system pressure transducer was evaluated for proper operation or any defective connections but no issues were found. The console was verified to operate within specification with no errors received.